Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2021, a 27 mm epic valve was implanted in the aortic position due to regurgitation. In (B)(6) 2022, there were no problems found during an outpatient visit. In (B)(6) 2022, the patient presented during an outpatient visit with symptoms of heart failure, including an abnormal electrocardiogram (ECG) and dyspnea on exertion. On (B)(6) 2022, the patient visited outpatient again due to continuing symptoms of heart failure. During the consultation, the patient lost consciousness and was in cardiac arrest for 40 minutes. The patient was placed on extracorporeal membrane oxygenation (ECMO). On (B)(6) 2022, an emergent procedure was conducted to explant the 27 mm epic valve, and a 23 mm non-abbott valve was implanted. Upon explant of the epic valve, there was something like pannus observed on the valve, and the device was hardened. The physician reported that all of the leaflets were difficult to move. The device was sent to biopsy, which reported that the culture was negative, the histopathological was a finding of a fibrin mass, and a clinical diagnosis of a thrombosed valve is more likely than an infective endocarditis. Acute heart failure and resuscitation resulted in a decrease in cardiac contractility, but the patient was discharged independently 2 weeks after surgery without any problems with higher-order functions.

Manufacturer narrative:
Explant due to heart failure, cardiac arrest, and something like pannus being observed on the valve was reported. The investigation found that there was outflow thrombus on all three cusps, which limited the cusps mobility. There was fibrous pannus ingrowth on the inflow surface of cusp 3. Folds were present in the free edge of cusp 1. No acute inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The thrombus on the outflow of the cusps would have contributed to the reported heart failure. There is no indication of a product quality issue with regards to manufacture, design, or labeling.